Event description:
It was reported that the ventilator was displaying incorrect values. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was displaying incorrect values. Identification of issue has been done by analyzing problem description and communication with field service engineer (fse). The issue was reported to competent authority in abundance of caution, based on the initial information, as it may has underlying causes that may affect essential functions. Further evaluation revealed that the issue was related to the leakage from the expiratory cassette. Based on technician statement, the customer repaired the device himself. The expiratory cassette was replaced and no further failures were reported. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore further root cause to the reported issue has not been determined. The correction of fields h8 usage of the device and h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous usage of device: unknown corrected usage of device: reuse previous health effect ¿ impact code: no patient involvement///2645 corrected health effect ¿ impact code: no health consequences or impact///2199 h3 other text : 4112